Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called and repeated already reported information. Patient reported the representative said the battery was at the stage where it needed to be replaced. They had emergency back surgery several months ago and the stimulator quit working like it should.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have had an issue with their therapy after an emergency surgery. The patient stated that when they turn on the stimulation after the procedure on saturday they only feel therapy in their right leg and their right leg spasms like a seizure. The patient stated they decreased their intensity to the lowest setting, but the issue persisted. The patient confirmed the surgery was not related to their implant and was an emergency surgery. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.